Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned issue where the server is unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was unable to log in to the server. A technical support specialist (tss) rebooted the adsync service and iis, asked the customer to close all open screens and attempt to log in again, and the customer was able to log in to the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.